Manufacturer narrative:
Sections with additional information as of 07-apr-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 455, 391, 377, 286 and 326 mg/dl. The customer¿s expected blood glucose test result range is 150 mg/dl am fasting and 200 mg/dl 2 hrs. After meal. The customer reported feeling tired; medical attention was not needed at the time of the call. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 03/15/2024 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 455 mg/dl date: (B)(6) 2023 time: 9:39 am fasting; result 2: 391 mg/dl date: (B)(6) 2023 time: 9:38 am fasting; result 3: 377 mg/dl date: (B)(6) 2023 time: 9:37 am fasting; result 4: 286 mg/dl date: (B)(6) 2023 time: 6:25 pm 2 hrs. After meal; result 5: 326 mg/dl date: (B)(6) 2023 time: 8:28 pm 2 hrs. After meal.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Added most likely underlying root cause onto case as the complaint product was not returned for investigation. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the customer's condition had improved - able to establish contact with customer who stated her condition had improved and she did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.